Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, an asystolic event was observed through a surface electrocardiogram. The patient was asymptomatic. The device was removed from the pocket and the leads were disconnected and reconnected. The device was placed back into the pocket and a normal rhythm was seen through surface monitoring. The device was successfully implanted.